Event description:
As reported by the edwards field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure, after successful valve implantation and upon removal of the rf3 sheath, a tear was noted to the right external iliac. In order to repair the dissection, a gore viabahn stent was deployed in the vessel. At the end of the procedure the patient was sent to recovery in stable condition. There was no report of device malfunction.

Manufacturer narrative:
Additional information provided by the clinical specialist (cs), indicated that the minimum luminal diameter (mld) of the vessel was 7mm. The physician had not experienced resistance with the insertion or removals of the dilators and/or the sheath. There was nothing abnormal noticed while inspecting the sheath prior to use. There access site was successfully closed without complications. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The instructions for use (IFU) contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 22fr sheath is 7.0mm. In this case, the access vessel was 7.0mm and the vessels were indicated to be mildly calcified and non tortuous. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the exact cause for the reported dissection cannot be confirmed; however, it is likely that a combination of borderline size of the access vessel in combination with calcification or tortuosity that was not appreciable on imaging contributed to the event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required at this time.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. However, per report, there was no device malfunction. A device history record (DHR) review for the sheath was performed and all manufacturer's specifications were met prior to release for distribution. Investigation is still ongoing.